Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Magnified inspection revealed a pinhole 2mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2016-05111. It was reported that balloon rupture and vessel perforation occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. After ablation was performed using a 1.75 and 2.0 rotablator rotational atherectomy, optical coherence tomography (oct)was done to check the ablated site. Pre-dilation was performed using a non-bsc balloon catheter. Then a 3.50x16 synergy was deployed to the lesion. However, when oct was re-performed, it was noted that the stent was not fully deployed against the vessel wall. A 4.00mmx8mm nc emerge balloon catheter was advanced to dilate the stent and was inflated at 10 atmospheres. Oct was performed again and revealed that the proximal stent was still not fully expanded. Additional dilation was then performed at 14 atmospheres with the same balloon catheter. The stent was completely expanded but the balloon ruptured and a vessel perforation was also noted at the proximal portion of the stent. Angiography was performed and bleeding was confirmed. A 4.0mmx15mm nc emerge balloon catheter was dilated at the perforated site and hemostasis was confirmed via oct. The procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2016-05111. It was reported that balloon rupture and vessel perforation occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. After ablation was performed using a 1.75 and 2.0 rotablator rotational atherectomy, optical coherence tomography (oct)was done to check the ablated site. Pre-dilation was performed using a non-bsc balloon catheter. Then a 3.50x16 synergy¿ was deployed to the lesion. However, when oct was re-performed, it was noted that the stent was not fully deployed against the vessel wall. A 4.00mmx8mm nc emerge® balloon catheter was advanced to dilate the stent and was inflated at 10 atmospheres. Oct was performed again and revealed that the proximal stent was still not fully expanded. Additional dilation was then performed at 14 atmospheres with the same balloon catheter. The stent was completely expanded but the balloon ruptured and a vessel perforation was also noted at the proximal portion of the stent. Angiography was performed and bleeding was confirmed. A 4.0mmx15mm nc emerge® balloon catheter was dilated at the perforated site and hemostasis was confirmed via oct. The procedure was completed. No further patient complications were reported and the patient's status was good.